Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018 manufacturing site evaluation: on-going

Event description:
Country of complaint: (B)(6). A part of the metal that holds the clip cartridge in place broke and fell in situ. The particles were retrieved. Delay of surgery greater than 15 minutes.

Manufacturer narrative:
Investigation: the product was analyzed using a digital microscope by keyence vhx-5000. The magazine is broken several times, tips of the slider sheet are broken off. Seven clips are still in the magazine. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the magazine is broken and strongly deformed in several areas. On the basis of the batch history review we can exclude a material or production related error. It can be assumed that the error is caused by the user, most likely by a incorrect assembly of the magazine to the applicator. Thus the slider sheet tilted and the magazine stopped working. Corrective / preventive action is not required.